Event description:
A report was received that the patient was explanted due to an infection at pocket site. Patient's symptoms began following a pocket revision (ref. To MFR report #: 3006630150-2011-01921), the patient was prescribed antibiotics for redness after the revision. Patient's symptoms prior to explant were redness and drainage at the pocket site. The ipg was explanted and the leads were cut and remain implanted due to physician's preference. The physician believes infection was procedure related. The patient was prescribed antibiotics after the explant and is reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to an infection at pocket site. Patient's symptoms began following a pocket revision (ref. To MFR report #: 3006630150-2011-01921), the patient was prescribed antibiotics for redness after the revision. Patient's symptoms prior to explant were redness and drainage at the pocket site. The ipg was explanted and the leads were cut and remain implanted due to physician's preference. The physician believes infection was procedure related. The patient was prescribed antibiotics after the explant and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2138-50 serial: (B)(4) description: scs 50cm iii lead. Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.